Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01282. This report is being submitted as additional information. Approximate age of device- 4 years and 9 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. Evaluation of the patient¿s submitted log files revealed the patient¿s pump operating within normal parameters for the duration of all log files. Multiple requests for additional information regarding the patient¿s potential exchange were issued to the customer with no further information provided. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the instructions for use outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient is currently inpatient and presented with elevated lactate dehydrogenase (ldh) with positive plasma hemoglobin and low haptoglobin. Additional information received reported that the patient¿s ldh continued to rise. A pump exchange was scheduled for (B)(6) 018 due to suspected thrombus; however, the perfusionist reported that the surgery was on hold. The patient continues to remain admitted in the hospital. No additional information was provided.